Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed ventilator inoperable alarm and identified that the flow sensor was bad. The reported issue was resolved by replacing the flow sensor. After performing the operation verification procedure (ovp) and ventilating for ninety minutes without any anomalies, the device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator displayed a ventilator inoperable alarm. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.